Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00984 for the first endovive¿ safety peg kit and 3005099803-2018-00985 for the second endovive¿ safety peg kit. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when placing the feeding tube, the peg tube detached at the transition zone between the hard and soft plastic. A second endovive safety peg kit push method was used during the procedure, the peg tube also detached at the transition zone between the hard and soft plastic. The physician tied it with a suture to keep with together when pulled through the skin. The procedure was completed with this endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no harm to the patient.